Event description:
The catheter separated from the adapter.

Manufacturer narrative:
Sent a prepaid mailing tube and label to the customer for the return of the sample on 21 february, 2008. Additional information has also been requested. Upon completion of the investigation, a supplemental report will be submitted.